Manufacturer narrative:
The UDI number was added to this report and is the only change.

Event description:
Customer reported that they received 6 retracted sideport knife .60mm 23g mvr w/safety. There was no injury reported to patient or user. (5 of 6).